Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, there was no feedback and sound that the washer was cut at the firing, and the device was hard to be removed. The donuts were created properly. When a leak test was performed, leak occurred from the posterior wall of the staple line. The staple line of the leak site was across another staple line. Then, the leak site was recut and the 2nd device was used to complete the case. The 2nd device functioned and was removed properly. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 6/25/2018. Batch # p56p12. The analysis results found that the cdh29a device arrived with no apparent damaged. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; however the knife was noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The damaged on the knife is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.